Event description:
Same case as MDR# 6000093-2006-02302, 6000089-2006-02303 and 6000093-2006-02304. It was reported that 17 days following a coronary drug eluting stenting treatment procedure there was thrombosis. The patient was hospitalized due to chest pain. The mid right coronary artery (rca) was accessed via the right femoral artery using a 7 fr wise guide catheter and a choice pt floppy guide wire. The lesion was predilated using a 3.0x15mm maverick balloon inflated multiple times at 2-14 atm for 5-34 seconds. Then four taxus express2 drug eluting stents sizes 3.0x12mm, 3.0x24mm, 3.0x12mm and 3.0x12mm were deployed at 14 atm for 30 seconds, 18 atm for 15 seconds, 18 atm for 23 seconds and 20 atm for 33 seconds, respectively, in the mid rca. Then a quantum maverick 3.5x12mm balloon was inflated to 8 atm for 7 seconds and again to 21 atm for 44 seconds. There were no patient complications reported. Medications received included heparin, aspirin, angiomax and plavix. Three days later the patient returned to the heart catheterization lab for treatment of the circumflex (cx) artery. During this procedure it was noted that in the rca there was a 30% residual stenosis in the proximal portion "(an area where we had taken a 3.5 noncompiant balloon and done extremely high pressures approximately 18-20 mm). We felt at this time we should probably continue to observe this with antiplatelets agents and maybe come back in a month or so and decide if additional, more aggressive treatment is warranted." 17 days after the initial procedure the patient returned to the hospital and the rca was found to be occluded. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
H6. Device evaluation: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. We will continue to monitor and trend this type of complaint.